Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 85 mg/dl, and the meter bg reading was 351 mg/dl. Customer consumed carbohydrates to address the sensor reported bg level of 80 mg/dl and as a result customer was subsequently admitted to the hospital with a bg level of 399 mg/dl, diabetic ketoacidosis, and vomiting. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A new sensor was inserted to resolve the issue.